Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Product was not returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Manufacture date - unknown.

Event description:
It was reported that patient underwent initial hip surgery on (B)(6), 2003. Revision procedure was performed on (B)(6), 2014 due to pain and instability. No further information has been received.